Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Bolus not accepted alarm was not accepted. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the daily history screen and no unexpected bolus not accepted during testing. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.